Event description:
It was reported that the user experienced a severe high blood glucose event and indicated the infusion site was clogged, with follow-up actions to confirm the infusion set, determine whether the clog was an occlusion, and adjust therapy settings accordingly. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component details insufficient to characterize further. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.